Event description:
Healthcare professional reported "port flip". Port was removed and replaced. Device will not be returned.

Manufacturer narrative:
(B)(4). Rapidport ez strain relief. The product associated with this report will not be returned for analysis. Based upon the model number, serial number, and implant date provided by the reported the connector type is a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done.